Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The advancer unit and burr unit were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The sheath is kinked and torn 25cm from the strain relief. Microscopic examination of the burr revealed that the annulus was damaged and not rounded which is consistent with damage seen with the use of a rotawire. The coil is stretched.

Event description:
It was reported that a crack on the shaft was noted. The target lesion was located in the right coronary artery. A 1.25 rotalink plus catheter was selected for use. During procedure, after multiple passes done successfully, the burr was pulled out from the patient's body; however, a crack was noted on the shaft of the catheter. The procedure was continued and a stent was placed completing the procedure. No patient complications reported and the patient's condition was fine. It was further reported that the target lesion was 90% stenosed and located in the heavily calcified right coronary artery. The crack in the shaft was noted about 20cm from the burr and the device was intact when pulled out from the patient's body.

Event description:
It was reported that a crack on the shaft was noted. The target lesion was located in the right coronary artery. A 1.25 rotalink plus catheter was selected for use. During procedure, after multiple passes done successfully, the burr was pulled out from the patient's body; however, a crack was noted on the shaft of the catheter. The procedure was continued and a stent was placed completing the procedure. No patient complications reported and the patient's condition was fine.